Event description:
It was reported that a patient with prostate cancer and benign prostatic hyperplasia who underwent into a water vapor therapy procedure for benign prostatic hyperplasia, experienced the following symptoms approximately one month after the treatment: urinary tract obstruction, prostatic hematuria bleeding, bladder blood clots, sever sepsis, including sever pain and requiring emergency medical intervention and hospitalization. The adverse events have been reported to the urologist. Following the procedure, the patient experienced complications that necessitated emergency and inpatient care at two separate medical facilities. At first clinic, the patient was treated for infection, concerns related to blood clots, and urinary obstruction, receiving intravenous antibiotics and undergoing gravity continuous bladder irrigation (cbi) for over 30 hours. Subsequently, at the second facility, the patient received manual continuous bladder irrigation before being admitted for further inpatient treatment, during which gravity cbi was continued for an additional two days. The patient received blood pressure mediation, gout mediation, vitamin c and d. The clinical effects included embolism/embolus.

Manufacturer narrative:
Medwatch report number: mw5171898. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with prostate cancer and benign prostatic hyperplasia who underwent into a water vapor therapy procedure for benign prostatic hyperplasia, experienced the following symptoms approximately one month after the treatment: urinary tract obstruction, prostatic hematuria bleeding, bladder blood clots, sever sepsis, including sever pain and requiring emergency medical intervention and hospitalization. The adverse events have been reported to the urologist. Following the procedure, the patient experienced complications that necessitated emergency and inpatient care at two separate medical facilities. At first clinic, the patient was treated for infection, concerns related to blood clots, and urinary obstruction, receiving intravenous antibiotics and undergoing gravity continuous bladder irrigation (cbi) for over 30 hours. Subsequently, at the second facility, the patient received manual continuous bladder irrigation before being admitted for further inpatient treatment, during which gravity cbi was continued for an additional two days. The patient received blood pressure mediation, gout mediation, vitamin c and d. The clinical effects included embolism/embolus. Following a medical procedure, the patient experienced acute urinary retention and infection, which led to the diagnosis of rare bladder diverticulitis confirmed through CT and pet imaging. Additionally, the patient has been managing retrograde ejaculation, intermittent blood clots, raising concerns about potential vascular complications or an inflammatory response related to the implanted device.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Medwatch report number: mw5171898 / mw5172525 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.